Event description:
The patient reported the lead was fractured and she received 26 inappropriate shocks. The lead was replaced and no further complications have been reported as a result of this event. Additional information was received from the patient, six months after the lead replacement. She reported still dealing with ptsd, anxiety, depression and reduced speed of cognitive processing. She says she suffers from "sweating and shaking" in a dark room or when hearing sudden noises or seeing light changes.